Event description:
It was reported that there was an alert on this pacemaker system for atrial intrinsic amplitude being low out of range. Technical services (ts) analyzed the presenting electrogram (egm) and found a stored ventricular event where there was far-field oversensing of the ventricular signal by the right atrial (ra) lead. Ts recommended further monitoring. No adverse patient effects were reported. Currently, this pacemaker remains in service.